Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 connector on the cannula on the vasoview 6 pro came off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the connector on the scope wash tube was dislocated from its original position and returned. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).